Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a clinical report from (B)(6) of peritonitis associated to peritoneal dialysis in a (B)(6) hispanic female subject coincident with dianeal pd2 therapy. On an unreported date, the subject began treatment with dianeal pd2 (dose, frequency not reported) intraperitoneally (ip) for dialytic support. The last administration of investigational product prior to the onset of the peritonitis associated to peritoneal dialysis was on (B)(6) 2011 at 6:00, at home (1 x 2000ml, ip, cycle number 1, duration of 5 hours) for dialytic support. On (B)(6) 2011, at 7:00, the subject experienced peritonitis associated to peritoneal dialysis. The subject received ambulatory treatment with cephalotin (dose, frequency and route not reported) and gentamicin (dose, frequency and route not reported). Because the subject hadn't recovered, antibiotic therapy with cephalotin and gentamicin was changed. On (B)(6) 2011, at 9:55, the subject began treatment with vancomycin (dose not reported, every 5 day, ip) and ceftazidime (dose not reported, every 48 hours, ip) for peritonitis. On (B)(6) 2011, hospitalization was required because the subject hadn't recovered. At the time of reporting, the subject remained hospitalized, the event of peritonitis associated to peritoneal dialysis had not resolved and the subject continued remedial therapy with vancomycin and ceftazidime. Action taken with dianeal pd2 therapy was not reported. The investigator considered the event of peritonitis associated to peritoneal dialysis mild in severity and not associated to investigational product (dianeal pd2) or trial procedure. The investigator believed that the alternative etiology for the peritonitis associated to peritoneal dialysis was primary peritonitis. Study (B)(4).